Event description:
It was reported that patient had right hip revision surgery due to recurrent dislocation. During surgery, it was discovered that mdm was disassociated with the v-40 biolox head.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown x3 adm insert. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding disassociation involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report: debris was observed on the articulating surface. The surface under the debris was undamaged, indicating that it was not present during articulation of the head. The original machine marks were observed throughout the articulating surfaces, indicating minimal effects of wear damage. Material analysis concluded: no material or manufacturing defects were observed on the device features examined. A dimensional inspection was performed and the device was found to be compliant with the exception of 2 areas (inner sphere and diameter b) that could not be measured due to damage. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A material analysis concluded that there was no evidence of a material or manufacturing issue. Additional information, including operative reports, progress notes and x-rays are however needed to fully investigate the event.

Event description:
It was reported that patient had right hip revision surgery due to recurrent dislocation. During surgery, it was discovered that mdm was disassociated with the v-40 biolox head.